Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device was loud and vibrating. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 8, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device made loud noise and vibrated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear out, which is normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.